Event description:
It was reported that the patient presented in the emergency room with complaints of stimulation in her chest. Lead dislodgement was suspected. The physician elected not to take any action. The patient was fine. It was noted that the patient had a history of atrial lead dislodgements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.